Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic cholecystectomy procedure, while on removal of the trocar sleeve, it was noticed that a piece of the trocar sleeve was demolished. The piece was found back in the wound (in the subcuticular layer of the abdominal wall) and was retrieved from the patient using grasper. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation one device. The visual inspection of the returned device noted that the distal end of the cannula was broken. The trocar, circular and duckbill seals appeared intact. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the broken trocar may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. No relationship between the device and the reported incident was confirmed. If information is provided in the future, a supplemental report will be issued.